Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with dhs plate and screw construct on (B)(6) 2012. It was reported the DHR plate and screw broke post-operative. Patient was returned to the or on (B)(6) 2013 for removal of hardware. No further information was provided. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The examination of the raw-material inspection sheet and the manufacturing documents for the plate and screw showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standard. The dimensions were found to be in compliance with the technical drawing of the producer and ao/asif specifications. Based on the topography of the fracture surface, we can conclude that the implant was subjected to two-sided dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants, plate and screw, could not resist the applied force which finally led to the fatigue failure of the screw and plate. Postoperative activities of the patient and instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Patient was revised to a pfna ii with chronos.